Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement test or verify the watchdog timeout alarm or unresponsive button due to the blank display. Moisture damage was found on the keypad traces during visual inspection. The pump was received with minor scratches on the lcd window, a missing end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display and a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received program alarm anomaly prior to blank screen. The customer stated that escape and act buttons were not clearing the alarm. The insulin pump will be returned for analysis.